Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 04/07/2016. The patient had a port replacement performed on the original lap-band system, and then later presented with a leak on the band itself. This report is capturing both leaks reported on the original device serial number. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses possible outcomes of a band leak as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: the patient presented with a leak in the lap-band system. The port only was then removed and replaced. Approximately a year later, the patient was reported to have: "x-ray was performed using gastrografin, lap-band port was accessed. X-ray revealed leak at band. Egd was negative for erosion." The band is scheduled to be removed and replaced.